Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and in response the lead was reprogrammed. It was further reported that the following day the lead triggered a lia again, and noise, high-rate non-stained (hrns) episodes and an elevated sensing integrity counter (sic) were observed and the lead was reprogrammed again. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.